Event description:
A pt reported experiencing inaccurate low results with a ot basic enhanced meter. The pt's blood glucose results were 98mg/dl. (Meter), 150mg/dl. (Lab). Tests were done within 10 mins with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.